Event description:
The report received from the affiliate indicated that during forwarding of the sds to a lesion in the common iliac artery, the stent slipped proximally off the balloon, onto the shaft of the sds. The stent subsequently was deployed below the intended target vessel, in the internal iliac artery. There was no report of pt injury. The target lesion was moderately calcified, and 2.5cm in length, with a diameter of 9mm. The product appeared perfect during pre-use inspection and no anomalies were noted during prep.